Event description:
A customer contacted baxter's technical service center regarding the patient line on the homechoice machine that came loose during drain 2. The solution was going on the floor. The drain volume was 1487ml. The technical service representative (tsr) assisted the home patient (hp) to end the therapy, and the tsr informed the hp to contact his nurse. The tsr informed the hp to start over using new supplies. There was no alarm on the machine. The patient was involved but there was no patient injury or medical intervention reported. Baxter contacted the nurse on (B)(6) 2011. The nurse stated the following: the patient line came off the transfer set as the patient did not make a tight connection. The nurse reviewed the event with the patient, and prophylactic antibiotics were given as a precaution. The patient is currently doing fine with therapy and there was no patient injury reported.

Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a leak was caused by a use error; the patient not making tight connections between transfer set and patient line. The label review found the labeling adequate for the use error in this complaint. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.